Manufacturer narrative:
The reported condition of the tubing connection had broken off which included the outer connection piece and the inner lumen after it was removed from a clearlink activated valve was confirmed. 2 samples were received for evaluation. During visual inspection the units presented a crack and a broken male luer lock (B)(4). One unit failed to clear passage at 8psi 1/2; and to pressure test at 8psi 1/2. The most probable root causes identified for this condition could be related to: jam in the machine # 441- if a jam occurs in this machine, it will stop and the operator discards the jammed unit. During the manufacturing process if the male luer lock breaks the machine automatically rejects the unit and discards it. Machine # 441 was verified on 05/17/2010 and no discrepancies were found. The two units were visually inspected with a magnifier and no marks caused by the machine that could result in the cracked/broken condition were observed. Molding defect in the male luer lock 03-32-01-035- this part is purchased from (B)(4), it is possible that the part has been received with some molding defect resulting in a weak part that could crack. Awareness was given to personnel related to the reported condition. Completed on 5/18/2010. A notification about the reported complaint was sent to (B)(4) on 5/18/2010. Manufacturing documents were verified and no discrepancies were observed for this lot related to cracked/broken condition. (B)(4).

Event description:
Baxter sales representative called on the customers behalf to report the tubing connection had broken off which included the outer connection piece and the inner lumen after it was removed from a clearlink activated valve. This incident occurred with the high flow rate extension set, product (B)(4), with lot number ur10b10144. The facility was attaching a (B)(4) luer activated valve to this set and using in conjunction. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.